Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedure on (B)(6) 2013 due to liner dislocation. Competitor's liner and biomet modular head components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. Implant date - unknown. PMA/510(k) number/ manufacture date - unknown.